Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Patient had leads used with 2 implantable neurostimulators and reports the same events for both ins's. Information for the 2nd ins is: product ID: 97714 lot# serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient was scheduled for a battery replacement and a previous rep couldn't get the ins battery re-booted. The rep said that during the replacement the 0-7 impedance was all out. The rep said that it was unknown what factors led to the issue. The rep stated that after connecting to the new ins, they hooked to the wireless external neurostimulator (wens) and there was the same impedance on 0-7. The hcp implanted a new lead and it was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.